Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that prior to running patient samples qc's were within range. The customer replaced the salt bridge solution, cleaned the reagent probe 1 due to salt buildup and flushed the probe with water. The integrated multisensor technology module passed calibration. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. Quality controls (qc) were rerun and the sample was repeated on the same instrument, resulting lower. Two discordant, falsely elevated na results were obtained after running qc. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.